Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling a heavy heart beat. It was noted that reprogramming was done, which resolved the situation and the device remain in use. No patient complications have been reported as a result of this event.